Event description:
It was reported that the user experienced recurrent low blood glucose events over several weeks while using the ilet system, including a documented value of 40 mg/dl, with the user attributing contributing factors to recent lifestyle changes and occasional overtreatment of hypoglycemia. Symptoms included hypoglycemia. Outcomes included urgent low glucose. Investigation included customer support troubleshooting and education, including guidance to avoid overtreatment and to consult the clinical team regarding potential therapy parameter review. Investigation of this case revealed no device malfunction reported and suggested user-related and situational factors as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.